Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infra-scapular (front and back ),upper abs, lower abs, flanks, knees, upper arms, and inner thighs and may have developed paradoxical adipose hyperplasia to the upper/lower abs, infra-scapular (lateral), and thigh (inner area).

Event description:
Allergan aesthetics received additional information that the patient was treated to the infra-scapular, thigh, upper, and lower on (B)(6) 2019 and (B)(6) 2019 using the cooladvantage and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.